Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and was experiencing high and low blood glucose levels. The customer¿s blood glucose was 400 mg/dl at the time of incident. The customer states at night there blood glucose drops to the 50's and 60's mg/dl. The customer treated high blood glucose levels with pump. The customer treated low blood glucose levels with glucose tabs. The customer declined trouble shoot for high and low blood glucose levels. Customer stated that the insulin pump act button is sticking, it takes longer then usual for bolus to deliver. The customer states no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on act.